Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned with no visual non-conformances and with no cartridge present. Upon further analysis, it was noted that the device clamping mechanism was damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the right shroud closing lever spring post was found damaged due to improper assembly. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap sigma procedure, the device stapled and cut only a few millimeters. A new device was used to complete the case. There was no adverse patient consequence.